Manufacturer narrative:
D2: product code updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they did a trial and four leads were placed. The patient believed that all of the leads are still in them. They said that the leads were placed in their bladder and their sphincter. They said that two leads broke. No further device issue alleged / identified. No further patient symptoms or complications were reported.